Event description:
It was reported that the patient with this right ventricular (rv) lead stated that the lead came loose. This rv lead was reconnected and remains in service. No additional adverse patient effects were reported.